Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and analysis revealed an environmental stress cracking breach of the outer insulation. It was noted there was blood on the proximal conductor (not obstructed) and cosmetic environmental stress cracking of the outer insulation.(B)(4). Concomitant products: kdr401 implantable pulse generator (ipg), implanted: (B)(6) 2005; 407652 implantable pacing lead, implanted: (B)(6) 2005.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information received indicated the device was explanted post-mortem for and the cause of death was not related to the out of specification finding.